Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts by customer to power it on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt different button presses and charging steps without success, then agreed to use multiple daily injections as backup therapy while pump was replaced under warranty, and was instructed to put pump into storage mode and to program pump settings and reconnect continuous glucose monitor on replacement pump.